Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -review of the most recent repair record determined that the sliding pin would not work properly and the unit could not be closed. The unit was disassembled, cleaned and calibrated to resolved the reported issue. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the device does not return the skin graft and that it had a broken screw. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.